Event description:
The customer observed a false positive architect stat troponin-I assay result for one patient tested on the architect i1000sr analyzer. An initial result of 0.055 ng/ml was generated. The sample was retested on an alternate instrument in the lab and generated a result of 0.004 ng/ml. The customer retested the sample on the original analyzer and generated a result of less than 0.001 ng/ml. The customer uses a cutoff of 0.028 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported. The abbott technical assay specialist discussed sample handling / integrity issues with the customer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaint data, accuracy testing, a device history review and a labeling review. Labeling was reviewed and found to be adequate. The device history review of the third party manufacturer was found to be adequate. No adverse trend was identified for the customer's issue in this historical complaint data review. Accuracy testing met acceptance criteria. Based on the available information, no product deficiency and no device malfunction were identified.